Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device displayed the charge-pak battery icon. Upon evaluation of the customer¿s device by the third party service agent, it was observed that the downloaded electronics records from the device showed that the internal hybrid layer capacitor (hlc) batteries had rapidly lost capacity. As a result, the device may not be able to power on or deliver defibrillation therapy when needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic), designator u4 on the digital pcb assembly. The shorted ic caused excess current draw, which depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device displayed the charge-pak battery icon. Upon evaluation of the customer¿s device by the third party service agent, it was observed that the downloaded electronics records from the device showed that the internal hybrid layer capacitor (hlc) batteries had rapidly lost capacity. As a result, the device may not be able to power on or deliver defibrillation therapy when needed. There was no patient use associated with the reported event.